Event description:
The hosp ER sure step flexx meter was reading inaccurately low. Pt was brought by ambulance to the ER. The pt was described as having symptoms of hypoglycemia when she had been tested with the ambulance meter; a result of "lo" was obtained on the ambulance meter. The reporter said the ambulance meter was not "lifescan's type of meter"; however, she did not know the meter type. Emt's treated the pt with a glucagon injection enroute to the ER. The emt's were unable to start an IV. On admission to the ER, the pt was lethargic when results of 11, 5, and 1 mg/dl were obtained on the sure step flexx meter. The pt was treated with 4 amps of IV d50 before a lab blood glucose draw was performed. A meter result of 48 mg/dl was obtained at the same time the lab draw was obtained. While the lab test was being processed, the pt was treated with a 5th amp of IV d50. The lab result processed was 956 mg/dl. In the ER, the pt was given an IV insulin bolus and started on an IV insulin drip. The pt was diagnosed with pneumonia and severe septic shock. She was intubated and placed on a ventilator. She was admitted to the ICU. Subsequent lab blood glucose results: 202 mg/dl and 56 mg/dl at 5:30pm and 7:55 pm, respectively. Six days later, the pt was placed on "comfort level" care and transferred from ICU to a regular hosp room. The pocc told the mas the meter had passed linearity testing in 2005. Quality control (qc) lock out is in place on the meter, requiring two levels of control solution testing to be performed each 24 hours. Qc tests performed on the meter were within specs. The test strips were in good condition with an expiration date of 2006. The pocc said the pt's peripheral circulation had been poor and she was aware lifescan's product labeling states that factors affecting peripheral circulation may limit the use of fingerstick blood for those pt(s). The pocc said she preferred that the meter not be replaced, as quality control testing demonstrated it was functioning correctly. The case is classified as an adverse event as the pt received treatment with d50 based on erroneously low readings obtained on the reported sure step flexx meter. Following treatment with glucagon (prior to use of the lifescan meter) and IV glucose, the pt experienced hyperglycemia requiring medical intervention. The pt died. The pocc did not know thw cause of death recorded on the death certificate. However, the pt had been hospitalized with septic shock, pneumonia, and suspected advanced lymphoma. The mas left a message with the hosp risk mgmt dept. After verifying the cause of death, a supplemental report will be sent.